Event description:
Healthcare professional reported that during surgery, he attempted to rotate the valve to change the orientation of the disc. He indicated that the valve was very difficult to rotate and after his attempt he noted that the disc had become dislodged off one of the pivots and was jammed in the housing. The valve was removed and replaced with another med hall valve. The pt expired following the second implant.